Event description:
Medtronic received information through literature review of "outcome of mechanical thrombectomy with solitaire stent as first-line intra-arterial treatment in intracranial internal carotid artery occlusion". This article referenced 26 (14 females/ 12 males, mean age 73) cases in which solitaire was used for mechanical thrombectomy. 8/26 were treated with additional treatment (ia-tpa, mechanical clot disruption, and forced suction thrombectomy, and angioplasty) after the initial solitaire device. However, these 8/26 cases did not achieve different results with the additional treatments. 3/8 cases were reported to have underlying stenosis and atherosclerotic stenosis. 1/8 did not have a good outcome despite achieving tici 3. Per the author, no patient experienced symptomatic hemorrhage during their hospital stay. Post the treatment procedures (initial and additional) 6/26 did not achieve tici greater than 1. Serious injury: embolic occlusion of a previously unaffected anterior cerebral artery occurred in 1/26. Otherwise, no vessel rupture or arterial dissections were observed. 3/26 exhibited subarachnoid hemorrhage (sah) on the immediate post-therapeutic CT scans. Patients with sah exhibited no post-procedural neurologic deterioration or associated symptomatic parenchymal hemorrhage. Deaths: at the 3 month follow, 2/26 patients were reported to have died. One death occurred at 58 days after a stroke onset because of respiratory failure, and the other patient died 75 days after an initial stroke because of myocardial infarction. 10/20 cases had good outcomes and 10 did not. No other complications were reported.

Manufacturer narrative:
This article can be found at http://www.ncbi.nlm.nih.gov/pubmed/23703034. The devices were not returned for analysis. The lot history record review was not possible since the lot number was not reported. Based on the reported information, there did not appear to have been any defect of the devices during use. The events occurred in the patients post procedure and their causes were unknown. (B)(4).